Event description:
During a clinical procedure, an infiltration cannula was reported to have separated at the shaft-to-base interface during use. The procedure was completed using an alternate cannula, and no patient injury or adverse clinical outcome occurred. The affected device was not returned to the manufacturer; therefore, the investigation was limited to review of customer provided photographs and internal manufacturing records. Review of the photographs confirmed separation of the cannula shaft from the base, with no obvious bending, deformation, or external damage visible; internal joint integrity could not be evaluated in the absence of the device. Review of the device history record confirmed that the device was manufactured in accordance with approved specifications, with all required in-process and final inspections completed and accepted and no deviations, nonconformance's, or rework documented. Based on the available information, the event is classified as an undetermined mechanical failure at the shaft-to-base interface. The reported failure mode is consistent with separation that may occur under lateral stress or excessive mechanical loading which can compromise structural integrity at the interface. No manufacturing or material defects were identified. Complaint data for similar devices will continue to be monitored for potential trends. The manufacturer will provide additional information to the FDA if new or relevant findings become available.